Event description:
The customer reported that during a percutaneous ablation of a tumor in between the liver and chest wall, the pt sustained a 2 cm burn on skin at insertion point. The surgeon stated that the antenna in use had moved due to respirations from the pt. The degree of burn and the treatment of the burn were not made available from the site contact. The site stated that there was no malfunction of the device and the instruments were discarded after the procedure.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.